Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found that the pitch cable was frayed at the distal idler. The frayed cable could create improper movement. No damage was found on the pulley and clevis. Failure analysis also observed indentations at the edge of the distal pulley and visible on the surface. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. No other damage was found.

Event description:
It was reported that the prograsp forceps instrument hinge froze several times during a da vinci surgical procedure. No fragments fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.